Event description:
The forceps did not open and close while inside the common bile duct. It would intermittently not open and close. This happened more than once. The doctor used three different forceps in one procedure.